Manufacturer narrative:
User was transgressing with their crutch fell and broke their tooth. No history to suggests a product problem. Product has not been returned for eval at this time so it is unk if a malfunction occurred or if other factors such as misuse abuse, or lack maintenance may have caused or contributed to this incident. No device serial number has been provided. MDR filed based on alleged serious injury.

Event description:
The plastic piece on the crutch that you hold onto allegedly fell off, causing the consumer to fall and break her teeth.